Event description:
The end user reported that she sought medical attention on (B)(6) 2016 at 8:30am after receiving continous high readings from the prodigy diabetes glucose meter which cause her to administer too much insulin. The end user stated that she was dizzy, disoriented and confused and the paramedics were called. The reading on the prodigy meter during the time of the event was 157 mg/dl. The paramedics performed a blood glucose test with their meter as well as the prodigy meter and both gave a result of 50 mg/dl. The end user was given orange juice, peanut butter and jam. End user refused to go to the ER and her blood glucose prior to the paramedics leaving was 77mg/dl. No further information was provided.